Event description:
During the device evaluation, foreign material was observed in the colonovideoscope's air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that improper reprocessing of the device led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.